Event description:
It was reported that three (3) small volume folfusors had ¿leakage inside the casing between the elastomer and the casing¿. The issue was identified during setup and preparation. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H4: the device was manufactured from june 20, 2022 - june 21, 2022. H10: three (3) units were reported, but only one was received for evaluation. The returned unit was in it's original unopened package. The customer had not used the returned unit. A visual inspection on the returned unit via the naked eye showed no evidence of leak inside the casing. Functional testing was performed by filling the device with green colored water. During and after fill, no evidence of leak was observed. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.